Event description:
The facility representative contacted baxter to report a colleague infusion pump in which failure code 810:04 occurred. The event occurred upon power up in the biomedical service department. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. The user interface module master software version is currently unknown. There is no further complaint information available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 810:04 was confirmed during the event history log review. The root cause of this condition was not identified. No repairs were completed as this device was determined to be a stay in device and will not go back into service. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.